Event description:
It was reported that the patient experienced a shock or jolt sensation. These symptoms occurred approximately (B)(6) and not attributable to any known events. Patient was noted in good condition and had scheduled an appointment with his physician. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).